Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was restarting continuously. No additional patient or event information is available. The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was performed and the receiver continued to restart itself on the initialization screen. The receiver case was opened for further evaluation and passed an internal inspection. The reported event of receiver restarting continuously was confirmed. The root cause was determined to be a defective u8 component. Patient using the device is under two years old. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.